Event description:
It was reported by the plaintiff¿s attorney that a monarc was implanted on (B)(6) 2006, with the intention of treating the plaintiff for stress urinary incontinence. It was alleged that since the mesh was implanted, the plaintiff suffered serious bodily injuries, including extreme pain, continued stress, urinary incontinence, erosion of her internal bodily tissue and other injuries, pain, mental anguish, emotional distress, and inflammation. Additionally, the plaintiff has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and has sustained permanent injuries.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.